Event description:
A customer reported that their pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue. No additional patient or event information was provided.